Event description:
It was reported that the patient presented at the emergency room with bradycardia. The patient's right ventricular (rv) lead exhibited an elevated capture threshold. The physician elected to cap and replace the rv lead on (B)(6) 2025. The patient was stable.